Event description:
Case description: this is a spontaneous report from a contactable consumer reporting on behalf of herself. This (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (lot number unavailable) from (B)(6) 2016, 1x 7 h for back pain for the first time. The patient's medical history was not reported. The patient was not pregnant and not in menopause. Concomitant medications were reported as none, the patient did not use other products together with the heatwrap. She had used other heat producing products before and experienced no adverse events. Thermacare heatwrap was worn directly on the body during 7 hours of sleep on (B)(6) 2016. The patient experienced pain and big burn blisters the size of walnuts after 7 hours of use on (B)(6) 2016. She consulted a pharmacist and a physician as a result of the events. She also reported that it was a package with two heatwraps, and that the patient's friend had used the second one and had no burn blisters. The patient was on vacation and had thrown away/disposed of the empty package therefore the lot number was not obtainable. The patient described her skin to be neither fair nor dark and as not sensitive. She had no skin disease. The patient did not exercise nor control the skin during use of the product. She read the instructions prior to using the heatwraps. Action taken with the suspect product was permanently discontinued on (B)(6) 2016. Therapeutic measures taken included silver sulfadiazine (flammazine) cream. She recovered from the event big burn blisters and pain on (B)(6) 2016. The duration of the event was reported as approximately 1 week. Clinical outcome of the event intentional device misuse was unknown. Additional information received from the patient's physician on (B)(6) 2016 included the physician medically confirming the events. The physician assessed the events as non-serious. It was assessed there was a causality between the events and the thermacare heatwrap. No differential diagnosis was made. The patient had no relevant medical diseases or predisposing factors. No surgical intervention, such as a debridement and no therapeutic measures were required as a result of the events. Additional information has been requested and will be provided as it becomes available. Follow-up (07jun2016): new information received from the same contactable consumer includes: patient data ((B)(6)), was not pregnant and not in menopause, suspect product indication, no concomitant medications, reaction data (new adverse event of intentional device misuse), therapeutic measures taken and event outcome. Follow-up (20jun2016): new information received from (B)(6) providing (B)(4). Follow-up (23jun2016): new information received from the patient's physician includes: medical confirmation of events and physician's causality assessment. Follow up (14jul2016): results of manufactures final investigation (final report) was not completed as the reporter did not provide a lot number, and therefore an investigation could not be performed. All follow-up attempts were completed and no further information expected. Follow up (22jul2016): this report is being submitted to amend previously reported information: the narrative was updated to include that the patient was on vacation and had thrown away/disposed of the empty package, therefore the lot number was not obtainable. Company clinical evaluation comment: based on the information provided, the event of "big burn blisters the size of walnuts after 7-hour use" as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final (B)(6) and 30-day FDA reportability.

Manufacturer narrative:
Results of manufactures final investigation (final report) was not completedas the reporter did not provide a lot number, and therefore an investigationcould not be performed. All follow-up attempts were completed and nofurther information expected.

Event description:
Case description: this is a spontaneous report from a contactable consumer reporting on behalf of herself. This (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (lot number unavailable) from (B)(6) 2016, 1x 7 h for back pain for the first time. The patient's medical history was not reported. The patient was not pregnant and not in menopause. Concomitant medications were reported as none, the patient did not use other products together with the heatwrap. She had used other heat producing products before and experienced no adverse events. Thermacare heatwrap was worn directly on the body during 7 hours of sleep on (B)(6) 2016. The patient experienced pain and big burn blisters the size of walnuts after 7 hours of use on (B)(6) 2016. She consulted a pharmacist and a physician as a result of the events. She also reported that it was a package with two heatwraps, and that the patient's friend had used the second one and had no burn blisters. The patient described her skin to be neither fair nor dark and as not sensitive. She had no skin disease. The patient did not exercise nor control the skin during use of the product. She read the instructions prior to using the heatwraps. Action taken with the suspect product was permanently discontinued on (B)(6) 2016. Therapeutic measures taken included silver sulfadiazine (flammazine) cream. She recovered from the event big burn blisters and pain on (B)(6) 2016. The duration of the event was reported as approximately 1 week. Clinical outcome of the event intentional device misuse was unknown. Additional information received from the patient's physician on (B)(6) 2016 included the physician medically confirming the events. The physician assessed the events as non-serious. It was assessed there was a causality between the events and the thermacare heatwrap. No differential diagnosis was made. The patient had no relevant medical diseases or predisposing factors. No surgical intervention, such as a debridement and no therapeutic measures were required as a result of the events. Additional information has been requested and will be provided as it becomes available. Follow-up (07jun2016): new information received from the same contactable consumer includes: patient data ((B)(6)), was not pregnant and not in menopause, suspect product indication, no concomitant medications, reaction data (new adverse event of intentional device misuse), therapeutic measures taken and event outcome. Follow-up (20jun2016): new information received from (B)(4) providing reference number: (B)(4). Follow-up (23jun2016): new information received from the patient's physician includes: medical confirmation of events and physician's causality assessment. Follow up (14jul2016): results of manufactures final investigation (final report) was not completed as the reporter did not provide a lot number, and therefore an investigation could not be performed. All follow-up attempts were completed and no further information expected. Company clinical evaluation comment based on the information provided, the event of "big burn blisters the size of walnuts after 7-hour use" as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event of "big burn blisters the size of walnuts after 7-hour use" as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final10-day EU and 30-day FDA reportability. Results of manufactures final investigation (final report) was not completed as the reporter did not provide a lot number, and therefore an investigation could not be performed. All follow-up attempts were completed and no further information expected.

Event description:
Case description: this is a spontaneous report from a contactable consumer reporting on behalf of herself. This (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (lot number unavailable) from (B)(6) 2016, 1x 7 h for back pain for the first time. The patient's medical history was not reported. The patient was not pregnant and not in menopause. Concomitant medications were reported as none, the patient did not use other products together with the heatwrap. She had used other heat producing products before and experienced no adverse events. Thermacare heatwrap was worn directly on the body during 7 hours of sleep on (B)(6) 2016. The patient experienced pain and big burn blisters the size of walnuts after 7 hours of use on (B)(6) 2016. She consulted a pharmacist and a physician as a result of the events. The patient described her skin to be neither fair nor dark and as not sensitive. She had no skin disease. The patient did not exercise nor control the skin during use of the product. She read the instructions prior to using the heatwraps. Action taken with the suspect product was permanently discontinued on (B)(6) 2016. Therapeutic measures taken included silver sulfadiazine (flamazine) cream. She recovered from the event big burn blisters and pain on (B)(6) 2016. The duration of the event was reported as approximately 1 week. Clinical outcome of the event intentional device misuse was unknown. Additional information received from the patient's physician on (B)(6) 2016 included the physician medically confirming the events. The physician assessed the events as non-serious. It was assessed there was a causality between the events and the thermacare heatwrap. No differential diagnosis was made. The patient had no relevant medical diseases or predisposing factors. No surgical intervention, such as a debridement and no therapeutic measures were required as a result of the events. Additional information has been requested and will be provided as it becomes available. Follow-up (07jun2016): new information received from the same contactable consumer includes: patient data ((B)(6)), was not pregnant and not in menopause, suspect product indication, no concomitant medications, reaction data (new adverse event of intentional device misuse), therapeutic measures taken and event outcome. Follow-up (20jun2016): new information received from (B)(4). Follow-up (23jun2016): new information received from the patient's physician includes: medical confirmation of events and physician's causality assessment. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the event of "big burn blisters the size of walnuts after 7-hour use" as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event of "big burn blisters the size of walnuts after 7-hour use" as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability.

Event description:
Big burn blisters after 7-hour use [burns second degree]. Case description: this is a spontaneous report from a contactable consumer. This (B)(6) female patient of an unspecified ethnicity started to use (thermacare lower back & hip), on an unspecified date and an unknown frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient experienced big burn blisters after 7-hour use on an unspecified date. The lot number was not available. The patient was on vacation and disposed of the empty package. She visited a dermatologist. At the time of this report she was in pain. The outcome of the events and the action taken in response to the events were unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Big burn blisters the size of walnuts after 7 hours of use [burns second degree]. Worn on the body during 7 hours of sleep, did not control the skin during use of the product [intentional device misuse]. Case description: this is a spontaneous report from a contactable consumer reporting on behalf of herself. This (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (lot number unavailable) (B)(6) 2016, 1x 7 h for back pain for the first time. The patient's medical history was not reported. The patient was not pregnant and not in menopause. Concomitant medications were reported as none, the patient did not use other products together with the heatwrap. She had used other heat producing products before and experienced no adverse events. Thermacare heatwrap was worn directly on the body during 7 hours of sleep on (B)(6) 2016. The patient experienced pain and big burn blisters the size of walnuts after 7 hours of use on (B)(6) 2016. She consulted a pharmacist and a physician as a result of the events. The patient described her skin to be neither fair nor dark and as not sensitive. She had no skin disease. The patient did not exercise nor control the skin during use of the product. She read the instructions prior to using the heatwraps. Action taken with the suspect product was permanently discontinued on (B)(6) 2016. Therapeutic measures taken included silver sulfadiazine (flammazine) cream. She recovered from the event big burn blisters and pain on (B)(6) 2016. The duration of the event was reported as approximately 1 week. Clinical outcome of the event intentional device misuse was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (07jun2016): new information received from the same contactable consumer includes: patient data ((B)(6)), was not pregnant and not in menopause, suspect product indication, no concomitant medications, reaction data (new adverse event of intentional device misuse), therapeutic measures taken and event outcome. Company clinical evaluation comment based on the information provided, the event of "big burn blisters the size of walnuts after 7-hour use" as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow-up (B)(6) and 30-day FDA reportability. Case comment: based on the information provided, the event of "big burn blisters the size of walnuts after 7-hour use" as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow-up (B)(6) and 30-day FDA reportability.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] big burn blisters the size of walnuts after 7 hours of use [burns second degree], worn on the body during 7 hours of sleep, did not control the skin during use of the product [intentional device misuse], , narrative: this is a spontaneous report from a contactable consumer reporting on behalf of herself. This 37-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) (lot number unavailable) from (B)(6) 2016, 1x 7 h for back pain for the first time. The patient's medical history was not reported. The patient was not pregnant and not in menopause. Concomitant medications were reported as none, the patient did not use other products together with the heatwrap. She had used other heat producing products before and experienced no adverse events. Thermacare heatwrap was worn directly on the body during 7 hours of sleep on (B)(6) 2016. The patient experienced pain and big burn blisters the size of walnuts after 7 hours of use on (B)(6) 2016. She consulted a pharmacist and a physician as a result of the events. She also reported that it was a package with two heatwraps, and that the patient's friend had used the second one and had no burn blisters. The patient was on vacation and had thrown away/disposed of the empty package therefore the lot number was not obtainable. The patient described her skin to be neither fair nor dark and as not sensitive. She had no skin disease. The patient did not exercise nor control the skin during use of the product. She read the instructions prior to using the heatwraps. Action taken with the suspect product was permanently discontinued on (B)(6) 2016. Therapeutic measures taken included silver sulfadiazine (flammazine) cream. She recovered from the event big burn blisters and pain on (B)(6) 2016. The duration of the event was reported as approximately 1 week. Clinical outcome of the event intentional device misuse was unknown. Additional information received from the patient's physician on (B)(6) 2016 included the physician medically confirming the events. The physician assessed the events as non-serious. It was assessed there was a causality between the events and the thermacare heatwrap. No differential diagnosis was made. The patient had no relevant medical diseases or predisposing factors. No surgical intervention, such as a debridement was required as a result of the events. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up ((B)(6) 2016): new information received from the same contactable consumer includes: patient data (weight 64 kg, height 164 cm), was not pregnant and not in menopause, suspect product indication, no concomitant medications, reaction data (new adverse event of intentional device misuse), therapeutic measures taken and event outcome. Follow-up (B)(6) 2016): new information received from swissmedic providing reference number: vk_20160530_15 follow-up (B)(6) 2016): new information received from the patient's physician includes: medical confirmation of events and physician's causality assessment. Follow up (B)(6) 2016): results of manufactures final investigation (final report) was not completed as the reporter did not provide a lot number, and therefore an investigation could not be performed. All follow-up attempts were completed and no further information expected. Follow up (B)(6) 2016): this report is being submitted to amend previously reported information: the narrative was updated to include that the patient was on vacation and had thrown away/disposed of the empty package, therefore the lot number was not obtainable. Follow up ((B)(6) 2020): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts were completed and no further information expected. Amendment: this follow-up report is being submitted to amend previously reported information: updated case comment., comment: based on the information provided, the event of "big burn blisters the size of walnuts after 7-hour use" and intentional device misuse as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the suspect device and the events cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms. In the case narrative, there is evidence of device misuse which most likely contributed to this incident. No further investigations or actions is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term]. Big burn blisters the size of walnuts after 7 hours of use [burns second degree], worn on the body during 7 hours of sleep, did not control the skin during use of the product [intentional device misuse]. Narrative: this is a spontaneous report from a contactable consumer reporting on behalf of herself. This 37-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) (lot number unavailable) from (B)(6) 2016, 1x 7 h for back pain for the first time. The patient's medical history was not reported. The patient was not pregnant and not in menopause. Concomitant medications were reported as none, the patient did not use other products together with the heatwrap. She had used other heat producing products before and experienced no adverse events. Thermacare heatwrap was worn directly on the body during 7 hours of sleep on (B)(6) 2016. The patient experienced pain and big burn blisters the size of walnuts after 7 hours of use on (B)(6) 2016. She consulted a pharmacist and a physician as a result of the events. She also reported that it was a package with two heatwraps, and that the patient's friend had used the second one and had no burn blisters. The patient was on vacation and had thrown away/disposed of the empty package therefore the lot number was not obtainable. The patient described her skin to be neither fair nor dark and as not sensitive. She had no skin disease. The patient did not exercise nor control the skin during use of the product. She read the instructions prior to using the heatwraps. Action taken with the suspect product was permanently discontinued on (B)(6) 2016. Therapeutic measures taken included silver sulfadiazine (flammazine) cream. She recovered from the event big burn blisters and pain on (B)(6) 2016. The duration of the event was reported as approximately 1 week. Clinical outcome of the event intentional device misuse was unknown. Additional information received from the patient's physician on 23jun2016 included the physician medically confirming the events. The physician assessed the events as non-serious. It was assessed there was a causality between the events and the thermacare heatwrap. No differential diagnosis was made. The patient had no relevant medical diseases or predisposing factors. No surgical intervention, such as a debridement was required as a result of the events. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (07jun2016): new information received from the same contactable consumer includes: patient data (weight 64 kg, height 164 cm), was not pregnant and not in menopause, suspect product indication, no concomitant medications, reaction data (new adverse event of intentional device misuse), therapeutic measures taken and event outcome. Follow-up (20jun2016): new information received from swissmedic providing reference number: (B)(4). Follow-up (23jun2016): new information received from the patient's physician includes: medical confirmation of events and physician's causality assessment. Follow up (14jul2016): results of manufactures final investigation (final report) was not completed as the reporter did not provide a lot number, and therefore an investigation could not be performed. All follow-up attempts were completed and no further information expected. Follow up (22jul2016): this report is being submitted to amend previously reported information: the narrative was updated to include that the patient was on vacation and had thrown away/disposed of the empty package, therefore the lot number was not obtainable. Follow up (17apr2020): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts were completed and no further information expected. Comment: based on the information provided, the event of "big burn blisters the size of walnuts after 7-hour use" and intentional device misuse as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the suspect device and the events cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms. In the case narrative, there is evidence of device use error which most likely contributed to this incident. No further investigations or actions is suggested at this time.